Event description:
During "fistologram" balloon catheter burst resulting in retained fragments; patient taken "emergency" to operating room for removal of retained fragments via venotomy. This was unsuccessful; patient was admitted to hospital and taken the next day for repeat fistulogram where fragments were noted to be subclavian vein near proximal stent, which were trapped by deploying a stent.